Manufacturer narrative:
Analysis found that during the inspection at the time of receipt, it was confirmed that the screws at the joints were loose and that the fixed parts were stuck. Loose joint screws are not subject to repair and cannot be repaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The information was received from health care provider via a manufacturing representative regarding a patient with lumbar disc hernia for med spinal therapy at l4/5. It was reported that the central part of the arm is stuck and cannot be used. The product did not came in contact with patient. There was no patient complication/ symptoms as a result of this event.